Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a raw irritation on her back on the right side under the electrode. The patient was in a skilled nursing facility and a wound care nurse was tending to the irritation. It was reported that the irritation improved with the use of a prescribed topical cream and a daily dressing/covering of the area.